Event description:
A patient underwent bronchoscopic lung volume reduction (blvr) procedure for the treatment of emphysema on (B)(6) 2024. Two 9mm spiration valves (svs-v9-00) were placed in the patients left upper lobe; one valve was placed at lb1+2 and one valve was placed at lb4+5. On (B)(6) 2024 the patient underwent a valve removal and replacement procedure in the bronchoscopy suite because the patient did not achieve atelectasis and experienced worsening shortness of breath. One of the 9mm valves placed during the initial blvr procedure at lb1+2 was removed because it was found to be loose. The removed valve was replaced with three valves: two 7mm valves (svs-v7-00) one at lb1+2 and one at lb3, and one 6mm (svs-v6-00) at lb2. During the procedure, the patient experienced respiratory failure requiring mechanical ventilatory support for greater than 24 hours. The patient was admitted to the intensive care unit on (B)(6) 2024. On (B)(6) 2024, due to continued hypoxemia, the physician removed the svs-v7-00 from lb3 and svs-v6-00 from lb2 that had been placed (B)(6) 2024. The physician intended to remove the svs-v7-00 placed at lb1+2, but it was in an apical segment that could not be reached with his disposable scope. The decision was made to leave that valve in place as it was not adversely affecting the patient. The svs-v9-00 at lb4+5 placed on (B)(6) 2024 also remains in place. The patient was discharged from hospital on (B)(6) 2024.

Manufacturer narrative:
Corrected information was received 27-sep-2024. The reportable event description (b5) has been edited to include this information.

Event description:
A patient underwent bronchoscopic lung volume reduction (blvr) procedure for the treatment of emphysema on (B)(6) 2024. Two 9mm spiration valves (svs-v9-00) were placed in the patients left upper lobe; one valve was placed at lb1+2 and one valve was placed at lb4+5. On (B)(6) 2024 the patient underwent valve replacement procedure in the bronchoscopy suite because the patient did not achieve atelectasis and experienced worsening shortness of breath. One of the 9mm valves placed during the initial blvr procedure was removed because it was loose. The valve was replaced with three additional valves; two 7mm valves (svs-v7-00) one each at lb1+2 and lb2, and one 6mm (svs-v6-00) at lb3. During the procedure, the patient experienced respiratory failure requiring mechanical ventilatory support for greater than 24 hours and the patient was admitted to the intensive care unit on (B)(6) 2024. The following day ((B)(6) 2024) all four valves in place were removed due to continued hypoxemia. The patient was removed from ventilatory support and was discharged from hospital on (B)(6) 2024.